Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-jan-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that main drawer 3 had failed to close. A field service engineer (fse) found the hard stop disconnected with missing and damaged screws. The fse powered off the device, removed the drawer and hard stop, made adjustments, reattached the hard stop, and reinstalled the drawer. After restarting the device, the fse tested and verified the drawer functionality using the hardware test application. During preventive maintenance, the fse found loose half-height drawer panels. The fse tightened the screws on the drawer panels. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es drawer was not close. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.